Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incident reported from this lot. Based on the information reviewed , the reported unintended movement of steerable guide catheter (sgc) appears to be caused by user error, as the physician inadvertently pulled the sgc too far back. The reported patient effects of atrial perforation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, reported atrial perforation was therefore likely a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed for atrial perforation and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the left atrium. Subsequently, the clip delivery system (cds) was moved up to the left atrium. However, when the sgc was pulled back to re-position, the physician inadvertently pulled the sgc too far back and the sgc slipped to the right atrium. The cds was fine and the clip was still in the left atrium. The sgc was advanced and moved back into the left atrium when an atrial perforation was observed. The procedure continued, and the clip was deployed. Both the sgc and cds were removed. The perforation was treated with a closure device. One clip was implanted, reducing mr to 1-2. The patient is stable. There was no reported clinically significant delay in the procedure.